Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-15125 and 3005099803-2014-00017 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial distal release stents were used during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, a stent was being placed to treat a bronchoesophageal fistula in the left main bronchus. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician inserted the scope through the nasal airway and a reflective skin marker was placed where the stent was to be implanted. The physician advanced the first ultraflex stent (the subject of MFR report # 3005099803-2013-15125) into the desired location and attempted to deploy the stent. The physician noted on fluoroscopy that the stent was slightly released but the physician was unable to fully deploy the stent. The partially deployed stent was removed from the patient. A second ultraflex stent (the subject of MFR report #3005099803-2014-00017) was able to be deployed at the reflective skin marker. However, following deployment, the physician checked the stent position using an endoscope and noted that the stent was distal to the desired location. The physician removed the stent using forceps. In the physician¿s assessment, the patient¿s coughing contributed to the stent movement from the original position. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Reportedly, another ultraflex tracheobronchial distal release stent was implanted on (B)(6) 2013.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent positioning/placement problem. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.